Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system oversensing on the left bundle branch (lbb). As a result, intermittent pacing was observed. Technical services (ts) suggested sensitivity adjustments and further monitoring. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker system oversensing on the left bundle branch (lbb). As a result, intermittent pacing was observed. Technical services (ts) suggested sensitivity adjustments and further monitoring. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This report is being submitted to update section e1. At this time, no further information is available. Should additional information become available this report will be updated.